Event description:
From clinical trial study organizer: it was reported that the device was implanted in patient for administration of clinical trial drug on (B)(6) 2013. According to reporter, user facility was unable to infuse the catheter with the contract, as the device appeared to be obstructed. The device was replaced (B)(6) 2015. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up detailing the results of the evaluation.